Event description:
The patient was diagnosed with meningitis, so the device system was explanted. A dye study and culture of the csf (cerebrospinal fluid) were done. The meningitis was not thought to be related to the devices at this time. The patient status was reported to be ¿alive ¿ no injury¿. The device system was delivering lioresal. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: catheter. (B)(4).